Manufacturer narrative:
The customer was asked to download the rescue data from the AED and to provide details about the reported event. To date, the requested information has not been provided.

Event description:
Customer reported the AED advised a shock when a shock was not needed. Patient outcome and the date of the event are currently unknown.

Event description:
Customer reported the AED advised a shock when a shock was not needed. Patient outcome and the date of the event are currently unknown.

Manufacturer narrative:
Corrected data: the patient and device codes were changed because the customer later indicated there were no problems with the AED, and that the patient survived and had not been in cardiac arrest. An adverse event report would not have been filed if this information had been available prior to the initial reporting due date. Investigation: the customer provided additional information about the event that was different than what was initially reported. It was initially reported that the AED had advised a shock when a shock was not needed, but subsequent details about the event indicated the AED never advised a shock and the operator of the AED did not know how to use the device. The AED was attached to an individual who had passed out from intoxication and was never in cardiac distress. The AED never gave the shock command, so the operator thought the AED did not work. The rescue squad had no problem with the AED when they arrived. Data from the rescue event was downloaded from the AED by the customer and sent to cardiac science for analysis. The clinical and technical reviews of the data determined the AED worked as designed during the reported event. It correctly categorized the patient's organized rhythms as non-shockable and advised no shocks.